Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's back and center button gave customer issues where they had to press harder or more than once to respond. Screen had some scratches that made it little blurry in some areas and insulin pump had random no delivery alarms. It was little slower during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.